Event description:
In 2009, the pt reported her insulin infusion device continues to display e10's (cartridge error). To troubleshoot, the pt was instructed to silence the alarm and disconnect from her infusion set. She removed the insulin cartridge and returned the piston rod, which made a strange noise during the return and then another e10 was displayed on her device. She was instructed to insert a new battery and try to go through the change cartridge procedure. When she did, she stated the piston rod was making a strange noise "like something is dying" and took a long time to retract before the e10 was again displayed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.